Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the usb cable would not stay in place while charging the pump. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support attempted a follow up regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.